Manufacturer narrative:
(B)(4). The insulin pump passed displacement test and self test. Hardware low level failure was present in the pump trace download due to broken trace at pin on keypad assembly. Toggled on, off and increased, decreased volume with the audio feature functioning properly. No audio, vibrate, absence of alarm anomalies noted during testing.

Event description:
Information received by medtronic indicated that insulin pump had tried different types of batteries already and hardware low level failures alarm. Customer was able to successfully clear the alarm. Customer able to complete rewind. No harm requiring medical intervention was reported. Customer stated that self test was not passed. The customer was assisted with troubleshooting. The device will be returned for analysis.